Event description:
Same case as MFR report#: 2134265-2008-01794. It was reported that during a percutaneous coronary interventional (pci) procedure, two balloon ruptures occurred. The 90% stenosed and severely calcified lesion was located in the moderately tortuous left circumflex (lcx) artery. The maverick 2.5mm x 20mm balloon catheter was advanced to the lesion for pre-dilatation and inflated to 6atms for 15 seconds. The balloon ruptured at 10 atms on the second inflation. The physician then advanced a quantum maverick 2.75mm x 15mm balloon catheter to the lesion; however, the balloon ruptured at 8atms on the first inflation. Both balloon catheters were successfully removed. The procedure was completed with other manufacturers' devices. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore a failure analysis of the complaint balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.